Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-04-21: the patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless implantable pulse generator (ipg) tine had touched the ventricle free wall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion, pericarditis and palpitation/discomfort post-operatively. It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds during the implant procedure. The device remains in use. No further patient complications have been reported as a result of this event.